Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part number: 03.010.523, synthes lot number: 8751011: manufacturing date/release to warehouse date: 10 april 2014, manufacturing site: (B)(4): ncr/scar was generated during production. The thread of 6 pieces out of 48 pieces presented scratches and dents on the thread surface. The non-conforming parts were re-worked and afterwards checked for conformance to the specifications, the 6 pcs passed. This non-conformance is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. The driving cap is mentioned in five (5) technique guides: cannulated tibial nail, adolescent lateral entry femoral nail (alfn), retrograde/antegrade femoral nail, suprapatellar instrumentation for tibial nail and cannulated lateral entry femoral recon nail. In each instance it is used in conjunction with an insertion handle and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The insertion handle/driving cap assembly are attached to the nail which is inserted into the patient using a combination of twisting motion and ¿light hammer blows¿ (titanium cannulated tibial nail technique guide). Customer quality investigation: the following investigations were performed: broken: device condition: the following investigation flow was performed: broken. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged into the concomitant device. The lodged broken piece was not able to be removed from the insertion handle. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (time of manufacture to current). No product design issues or discrepancies were observed. The major thread diameter at location of breakage was not able to be measured as the broken threaded portion was lodged into the insertion handle returned with the device. However, diameter of the device inspected proximal to the breakage measured at cq which is within the specification per relevant drawings and tolerances specified. Review of the device history record showed an ncr/scar was generated during production. Per ncr, it was noted that the thread of 6 pieces out of 48 pieces which presented scratches and dents on the thread surfaces were re-worked and afterwards checked for conformance to the specifications, the 6 pcs passed. Therefore, with the checked conformance, this ncr is irrelevant to broken condition. Furthermore, the material was reviewed, and the hardness value was confirmed to meet the specification. This confirms that the device material did not contribute for the identified device breakage. No definitive root cause was able to be determined, however the failure mode is typically associated with off-axis insertion and/or impaction. Conclusion: this complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an anterograde femoral nailing procedure. During the procedure, the tip of the driving cap threaded broke off from the radiolucent percutaneous insertion handle when trying to insert the nail and the tip was stuck in the handle. There were no fragments generated from the broken device. No other medical intervention and x-ray were required. The procedure was successfully completed with no surgical delay reported. There was no back up instrument needed. Patient was stable and in good condition. Concomitant device reported: radiolucent percutaneous insertion handle (part number 03.010.487, lot number 8333956, quantity of 1), nail (part# unknown, lot# unknown, quantity#1) this is report 1 of 1 for complaint (B)(4).